Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The cause for low bg was unknown. Customer's spouse assisted the customer by proving glucose tablets to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.